Event description:
Information received from the field notes a loss of atrial capture and sensing. The patient had sinoatrial node dysfunction and was admitted to the hospital with a rate of 30 bpm.~~~~~